Event description:
Additional information from the hcp reports the patient experienced swelling drainage, and incisional wound opening of the device pocket. A culture was taken of the device pocket and reported to be positive for staph aureus. The patient was treated with oral antibiotics and total device system explant.